Event description:
It was reported that following a new pump and catheter implant, the patient experienced swelling in her legs and trouble breathing. The hcp believed the patient had two strokes within the week. The medication in the pump was changed from morphine to dilaudid and ketamine. The symptoms resolved for one day and then returned. The patient stated she had been hospitalized twice, but left due to "lack of care". No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.